Event description:
On (B)(6) 2006, the patient called in stating that she was experiencing pain with vns after the device was interrogated in the office earlier that day. A follow up visit on (B)(6) 2006 found that the system diagnostic test that had been performed on the previous visit faulted, causing unintended settings. The settings were adjusted and the pain was alleviated. On (B)(6) 2012, the event was confirmed via a programming history review for the patient. Since then, training has been provided to the physician on the upgraded software and how to prevent these types of events from occuring.

Manufacturer narrative:
Analysis of programming history.